Event description:
It was reported that the camera head had a cord that was disintegrated. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to the repair site for evaluation and the customer's allegation was confirmed. The cable insulation was damaged. The evaluation also identified the cable failed the leak test and the cable was sticky. A definitive root cause could not be identified. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had a cord that was disintegrated. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
E3: non-health care professional; e2- no. The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.